Event description:
It was reported that, during the repair of the fractured tibia, using the drill and drill bit, the drill bit broke. The broken piece was left inside the patient as surgeon was unable to remove. An x-ray confirmed the drill bit fragment was retained in the tibia. It is unknown how surgery was finished and if there was a delay. Patient's current health status if unknown, although this increased the length of stay and made more challenging discharge treatment regimen.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a drill bit breakage during the repair of a fractured tibia. Reportedly, the broken drill bit was left inside of the patient as the surgeon was unable to remove it. According to the complaint form, an x-ray (which was not provided) confirmed the drill bit fragment was retained in the tibia. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the definitive clinical root cause of the reported drill bit breakage could not be determined. The drills are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Since it was reported, the drill bit was left retained in the patient¿s tibia the possibility of micro-motion and/or migration is unlikely. However, we cannot make conclusions on the impact of the non-implantable foreign body. It is unknown how surgery was finished or if there was a delay in the procedure. Based on the information provided, the patient's current health status if unknown, although this increased the length of stay and made more challenging discharge treatment regimen. Should any additional relevant medical information be provided, this case would be re-assessed. No further medical assessment can be rendered at this time. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse, surgical technique or rough handling are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.